Event description:
Dr. Reported an infection after a surgery, that involved the use of duraseal. Dr. Was contacted by confluent surgical and stated that he could not confirm that the infection was due to duraseal. He further indicated that he may have applied duraseal too thick.

Manufacturer narrative:
Physician reported an infection after a surgery in which duraseal was used. Physician was contacted by confluent surgical who stated that he could not confirm that the infection was due to duraseal. Bench-top testing has shown that duraseal does not support microbial growth.